Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer¿s spouse reported via phone call the insulin pump had a rewind anomaly. The customer¿s blood glucose was unknown at the time of the incident. The customer¿s spouse reports unable to rewind. The spouse states the piston will not rewind. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.